Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument jaw would not open after firing 2 clips. There was no consequence to the patient.